Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. . It was reported that during setup, the purge pressure was always high and the purge flow was low. There were no improvements even after the exchange of the purge cassette. The impella cp device and the purge cassette lifted. No patient harm or injury was noted. Additional information provided that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The product was returned, and the high purge pressure was confirmed. Per the results of the investigation, "the field rt log was reviewed, and high purge pressure alarm was confirmed 8 minutes into support. Purge pressure began to rise immediately after pump activation. The returned pump was visually inspected, and biomaterial was confirmed in the outlet. The cause of the high purge pressure was ingested biomaterial occluding the purge gap". As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.